Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that the evis exera ii ultrasound gastrovideoscope did not pass the leak test. The issue was found during reprocessing. Inspection and testing of the returned device found that there was a gap between acoustic lens and ultrasound probe and a stain entered inside the lens. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the water tightness was lost due to damage on the channel tube. It was also noted that the up/down knob could not be locked securely due to wear of the forceps elevator lever and the bending angle did not meet standard value due to wear of the angle wire. The connecting tube had a cut and distal end was shaved. Switch 1 and switch 2 did not work due to corrosion. The image was defective with missing elements due to damage on the ultrasonic probe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.